Event description:
Updated summary: customer reported sensor glucose versus blood glucose issue. There was no allegation of over delivery. Sensor glucose was 170mg/dl, while blood glucose was 110mg/dl. Issue persisted with sensor glucose of 70mg/dl versus blood glucose of 140mg/dl, which eventually led to a high blood glucose of 220mg/dl. High was treated with the pump. Customer over corrected for the high and ended up with a low blood glucose of 70mg/dl. Customer did not treat the low as she did not want any carbohydrates prior to her workout. Smartguard was used at the time of the high. It was unknown if smartguard was used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. Customer also reported over delivery anomaly and issue related to difference between sensor glucose and blood glucose values. Customer treated hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed for sensor issue and hyperglycemia. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.